Event description:
It was reported that this pacemaker was discovered to be in safety mode. The remaining battery longevity was approximately one year when checked in march 2023. The patient was hospitalized, and device replacement occurred the following day. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.